Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 294 mg/dl to over 400 mg/dl. Reportedly, the customer declined to use an alternate form of insulin therapy and declined to provide additional information to tandem technical support.